Manufacturer narrative:
The explanted devices will not be returned for analysis as they were discarded by the medical facility. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch:16666999.

Event description:
It was reported that the patient's leads were displaying high impedances on several contacts which resulted in the stimulation feeling like it was turning on and off. The patient's lead was explanted and replaced with a new one. The new lead showed normal impedances following the replacement and post op reprogramming was performed successfully.